Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging elevated blood glucose (bg) of 30.6 mmol/l with accompanying symptoms of thirst and nausea. The reporter stated the elevated bg would be treated by taking a correction bolus of insulin via the insulin pump after changing the cartridge. Reporter stated the insulin pump powered off during the night during sleep. Troubleshooting of the pump by customer technical support (cts) revealed the pump emitted a replace battery alarm at 5:19 am that morning; the patient did not act on the low battery alarm that was given per the pump¿s instructions for use. Cts advised that on low battery alarm, the patient should act by replacing the batter to prevent accidental loss of power during the night. The reporter verbalized understanding of this information. This complaint is being reported because the patient experienced an adverse event as a result of use error by not responding per instructions for use to the low battery warning emitted by the insulin pump.